Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to a probable low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was at 157 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. The customer stated that they got 150 units from their pump in less than one hour. This was after changing their infusion set that morning. Customer felt a burning sensation when they inserted the set. Troubleshooting was completed. The reservoir, pump and set will be returned for analysis.